Event description:
It was reported that the pump exhibited error code 46228. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3 - date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis. Visual inspection found the upstream occlusion sensor (uso) seal was buckling. Review of the event history log confirmed error code 46228. Functional testing was performed. The error code was due to battery compartment damage, as there were broken plastic pieces on the gearbox area, which had fallen into the gears and stopped the motor from working. The battery compartment and uso seal were replaced.